Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system could not deliver the desire strength. Upon further investigation the patient's 6 out of 8 contacts were out on the lead, and therapy could not be restored with the remaining two contacts. Additionally, the ipg was reaching end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads and ipg was replaced to address the issue.

Manufacturer narrative:
Correction: e1- initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.